Manufacturer narrative:
The complaint ¿not working- the volumes infused do not correspond to what was planned¿ was tested , the device was in good general condition. The alarm logs were reviewed and the engineer could not find any date mentioned in the description hence took the last recent from the logs provided. Engineering concluded that the multistep infusion showed the cumulative volume to be infused and duration of the infusion which is the probable cause of the user confusion mentioning that the volumes do not correspond to what was planned. The infusion was finally stopped by the user and was working as expected. Since engineering found delivery inaccuracy at high rates of 999ml/hr by may 10th, engineering recommended service center to perform necessary preventive maintenance tests. Apart from this the device was working as expected and the device completed a pvt without issue as there was no fault found with the device. The complaint was not confirmed, and no probable cause could be determined. A review of 12 month of service history performed and no issues were noted.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event occurred on an unspecified date and involved a plum 360 driver italian. The customer reported that the pump was not functioning properly because the volumes infused did not correspond to what was planned. There was no report of any adverse event/human harm associated with the reported complaint/issue.